Event description:
It has been reported to us that during the procedure the occlusion balloon broke causing a deflation. The physician inserted the occlusion balloon wire into the patient. The physician inflated the occlusion balloon pre-dilatation to deploy a stent and the hypotube separated. At some point during the procedure the occlusion balloon had become deflated. There was no adverse effect on the patient.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.